Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb cable and tandem-provided wall power adapter. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter. Additionally, it was reported that the customer experienced a blood glucose (bg) level which displayed as "high"; however a specific value was not provided. Cause of bg was unknown. Customer delivered a correction bolus via the pump to address bg.